Manufacturer narrative:
(B)(4). Proposed component code: mechanical (g04) - stem. D10: cat#: 00875101236, lot#: 63697613 36mm i.d. Size kk neutral liner use with 56mm o.d. Size kk shell. Cat#: 00801803602, lot#: 63580233 femoral head sterile product do not resterilize 12/14 taper. G2: foreign - event occurred in australia. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient underwent a revision due to periprosthetic fracture. Attempts have been made and no further information has been provided.